Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on 22 june 2012, via medical records. On (B)(6) 2011, the pt was seen for neuropathy and headache. The pt complained of aching, burning, and weakness in arms; tingling in hands and feet; and night-time awakening. The pt's symptoms started over a year ago (2010). The pt had a history of dental cream use. On (B)(6) 2011, the pt's zinc level was 227 (normal 60 to 130) and copper level was 11 (normal 70 to 175). In approximately (B)(6) 2011, the pt was in a motor vehicle collision and sustained neck injury and back pain. On (B)(6) 2011, the pt felt he had denture cream poisoning, but lab results did not show any evidence of copper deficiency. On (B)(6) 2012, the pt had worsening neuropathy. Associated symptoms included going to sleep, instability, limping, night pain, night-time awakening, numbness, spasms, tingling in the arms and legs, and weakness. On (B)(6) 2012, a neurology consult was recommended. This case has been upgraded to medically serious by gsk,

Manufacturer narrative:
The MFR¿s report number for this case is 9681138-2012-00071. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).